Event description:
Instrument sent in for repair. Evaluation determined instrument was making straight shots. Rec'd 1/25/05. Rga #23685.

Manufacturer narrative:
Complaint confirmed to for straight shots. This was due to a combination of normal wear on a reusable device and exposure to harsh detergents when washed by user.